Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that not a software issue. Complaint data analysis found the event is due to a hardware issue as per complaint data. "Finding conclusions updated as faulty hand switch. "Software functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the hand switch could not perform 3d imaging . It was determined that the hand switch had malfunctioned and the imaging could be performed normally with the foot switch. No patient was present at the time of event.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and hand switch was replaced b01,c07,d02,g04063 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, hand switch malfunctioned issue. Visual inspection passed. Install hand switch into test system. System booted and readied. When actuated, the 3d button will not acquire an image. 2d and store button are functioning as expected when pressed. Faulty hand switch. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial (B)(6) rev. E, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.